Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of therapy. It was stated that they have had urinary issues since 2015, and that they did get reprogrammed on (B)(6) 2016 but their symptoms were only good for a couple of days and started coming back on (B)(6) 2016. The patient increased stimulation to see if it helps. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.